Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) boxed device displayed excessive charge time and a mol2 battery status indicator.